Event description:
Additional information received reported that the patient's ipg was dead and the leads were cut from a recent surgery. The entire system was replaced and it was reported that the patient was doing great.

Event description:
It was reported that the patient experienced a loss of therapeutic effect that began following an unrelated major surgery in 2010. After that surgery, a lead revision was performed due to the lead eroding through the skin. The lead was 'buried and anchored to the bone.' Since then, the patient reported she has noticed a gradual loss of effect on the left side to the point that she no longer feels stimulation. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 748940, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 7435, serial# (B)(4), product type programmer, patient product ID 399930, lot# j0527292v, implanted: 2005-(B)(6). (B)(4).